Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image suddenly disappears and there is a presence of noise on the monitor due to water invasion which is most likely due to mishandling of the device during the cleaning process. The image could be restored with drying of the device. There was also a leak on scope cover, there was distal end damage, the connector cover is cracked, and the plug unit is corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii bronchovideoscope to olympus repair center for evaluation of image disappearance and presence of noise on the monitor that was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise and disappearance issue could not be definitively determined, however, the issue was likely due to leakage into the scope connector during user handling, resulting in damage to an electronic component. The event may be detected/reduced or prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.